Manufacturer narrative:
Control lot: 20miu/ml hcg urine control, lot: hcg080821-02. 100miu/ml hcg urine control, lot: hcg081008-01. 217.71u/ml hcg urine control, lot: hcg081020-01. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control. The 100miu/ml and 217.7iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices met qc specification. No false negative result was observed. Further investigation will be performed if urine sample is returned. Complaint is not confirmed. Nothing abnormal found in batch review and the product number, product description and lot number were verified.

Event description:
False negative patient urine result. Home hcg and serum hcg tests both positive. No specimen to return, but will attempt to return customer devices.